Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ blood control safety device did not perform the retraction of the needle when triggered. No serious injury or medical intervention was reported. Verbatim: "notivisa safety device do not perform the retraction of the needle when activated."

Event description:
It was reported that bd insyte¿ autoguard¿ blood control safety device did not perform the retraction of the needle when triggered. No serious injury or medical intervention was reported. Verbatim: "notivisa safety device do not perform the retraction of the needle when activated."

Manufacturer narrative:
D3. Medical device manufacturer:becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported that bd insyte¿ autoguard¿ blood control safety device did not perform the retraction of the needle when triggered. No serious injury or medical intervention was reported. Verbatim: "*notivisa* safety device do not perform the retraction of the needle when activated."